Manufacturer narrative:
Clinical conclusion: based on the available information, there is a likely association between the fluid leak on (B)(6) 2018 at end of pd with the liberty select cycler/ liberty cycler set and the patient¿s subsequent sterile peritonitis on (B)(6) 2018. Reported previously on MDR submission 2937457-2018-03088. A fluid leak during pd therapy is a known risk with the use of the liberty select cycler/ liberty cycler set which can breach asepsis and lead to peritonitis infection. At this time, it cannot be determined what exactly caused the fluid leak to occur. Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
It was reported it was in medical records received that this patient on continuous cycling peritoneal dialysis (ccpd) was diagnosed with peritonitis on (B)(6) 2018. Follow up with the patient¿s peritoneal dialysis nurse indicate that the patient¿s pd cultures were negative on (B)(6) 2018. It is unknown if the patient was treated with antibiotics. The patient did not require hospitalization. Additional information was solicited.